Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer began to question elecsys ft4 ii assay (ft4 ii) results in the late afternoon of (B)(6) 2017 on the cobas 6000 e 601 module. Quality controls (qc) were acceptable. The customer proceeded to repeat "some" patient samples and all of the repeat results were different than the original results. At this point the customer masked the ft4 ii test. On (B)(6) 2017, a reagent pack was removed from the system and replaced with a new one. On (B)(6) 2017, the field application specialist (fas) stated that the reagent pack in use during the event generated incorrect results. The pack had been a standby pack on the analyzer. When the pack went into use, the customer failed to run quality controls on the pack. When controls were run on this pack, they were out of specification. The patient samples from (B)(6) 2017 were repeated on (B)(6) 2017. Of the unspecified total of patient samples affected, the ft4 ii results for 3 patient samples were erroneous and had been reported outside of the laboratory. The repeat results were reported outside of the laboratory as corrected results. Patient 1 initial ft4 ii result was 2.06 ng/dl. On (B)(6) 2017, the repeat result was 1.44 ng/dl. Patient 2 (female) initial ft4 ii result was 1.76 ng/dl. On (B)(6) 2017, the repeat result was 1.22 ng/dl. Patient 3 (female) initial ft4 ii result was 2.61 ng/dl. On (B)(6) 2017, the sample was repeated twice with results of 1.37 ng/dl and 1.75 ng/dl. The result of 1.37 ng/dl was reported outside of the laboratory as a corrected result. No adverse event occurred. The e601 module serial number was (B)(4). The last liquid flow cleaning was performed on (B)(6) 2017. Pinch tubes were exchanged at this time as well. The humidity where the system is installed is 62%. The customer performed a reproducibility test on (B)(6) 2017. A specific root cause could not be identified. Based on a review of the calibration and qc data provided by the customer, the calibration signals for the reagent pack that was exchanged were below expectations and the qc results were out of specification. Based on these observations, a general reagent issue at the customer site can most likely be excluded. Possible reasons for the low calibration signals may be related to reagent storage issues related to kit position and temperature as well as possible stress incurred during transport. There may also have been foam or bubbles on the reagent surface.